Event description:
It was reported that three months post implant, both the atrial and ventricular lead thresholds began to elevate and then stabilized. Both leads are still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: addr01 implantable pulse generator (B)(6) 2009. (B)(4).